Event description:
It was reported that during the initialization of the probe, there was an error code on the lcd screen. Three different probes were changed with no success in removing the error code. The procedure was completed using another biopsy method.